Manufacturer narrative:
(B)(4). The device was returned on (B)(4) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of tissue was observed on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on both the hot and cold jaw was observed to be slightly discolored as well. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed, but the analyzed failure modes "thermal decomposition of device", and ¿material twisted/bent; wire¿ were confirmed.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using vasoview hemopro, device was placed on the table and they noticed the energy was still activated because it was searing the fatty tissue that was left on the jaws. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using vasoview hemopro, device was placed on the table and they noticed the energy was still activated because it was searing the fatty tissue that was left on the jaws. The hospital did not report any patient effects.